Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, flower confirmation count be achieved. The procedure was cancelled. No patient complications were reported. The device is expected to return for laboratory analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, flower confirmation count be achieved. The procedure was cancelled. No patient complications were reported. The device was returned for laboratory analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A test guidewire was attempted to be inserted into the catheter but was unsuccessful as resistance was felt inside the guidewire lumen. Thus, the deployment of the catheter could not be achieved. Dissection of the catheter identified damage to the guidewire lumen outside the inner hypotube. The reported failure to deploy catheter was confirmed.